Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was not happy with the remaining battery longevity of the device. A remote interrogation showed that with the settings of the device; calculations indicated the longevity was normal. It was also noted that the left ventricular lead threshold has been increasing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Performance data collected from the device indicated high left ventricular (lv) lead threshold.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold has been increasing. The lead remain in use. No patient complications have been reported as a result of this event.